Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: b5 (additional information obtained was inadvertently omitted from the previous follow-up report) & h4 (the device manufacturer date listed on the previous follow-up report is the correct date).

Event description:
The reported issue was observed before the procedure and no harm was caused to the operator.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material. The customer stated that the device was reprocessed according to the instructions for use before returning to the repair center. Additionally, the following findings were found during evaluation: due to the clogged nozzle, the water supply volume did not meet the standard value; due to wear of scope-cover packing, water tightness was lost; switch 1 was cut; switch box was dented; knob and grip were shaved; air/water-cylinder and suction cylinder had no color; flexibility adjustment ring was damaged; plug unit was corroded; due to a scratch on probe-cover, insulation resistance value at distal end did not meet the standard value; because the objective lens was shaved, the image had a partially dark area; due to wear of the angle wire, the play of up/down knob is out of the standard value; objective lens and light guide lens were cracked. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope did not suction properly and the flow system was blocked. It was unknown when the issue was observed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the nozzle was found to be clogged with foreign material, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.